Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the patient experienced access site bleeding that was resolved with pressure. Additionally, the patient experienced sepsis that resolved with administration of antibiotics.